Event description:
The reporter indicated the surgeon inserted a (B)(4) collamer aspheric single piece lens but the capsule would not support the lens. The lens was cut in half to remove the pt's eye, with no pt injury, no enlarged incision or sutures. The reporter indicated that the cause of the event may possibly be pt related, not lens related.

Manufacturer narrative:
(B)(4) (no lens malfunction). Eval, method: lens work order search. Results: visual inspection of the returned product found the lens optic and one haptic torn into two pieces. The other haptic was torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, the most likely cause of the event was pt related. (B)(4).